Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional. H2: correction/additional information. H6: correction to remove code 24.

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm. The reaction was described as a violent skin reaction with swelling and redness similar to the dexcom patch with a rash, blistering and irritation. The patient was evaluated by a healthcare personnel (hcp) who diagnosed contact dermatitis and an infection. The patient was treated with systemic antibiotics (medicin - penicillin) and topical corticosteroids. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device. The reaction was described as a violent skin reaction with swelling and redness similar to the dexcom patch with a rash, blistering and irritation. The patient was evaluated at a healthcare facility, diagnosed with an infection and prescribed systemic antibiotics (medicin - penicillin). No additional patient or event information is available.